Event description:
I had breast augmentation implanted 4 years ago. The brand of those are pip. These particular brand is in recall not only by FDA but also recall world wide too. My right breast implant is leaking for 6 months. I have three lumps in my armpit. These increase in size for a while and when this happened, I had high fever, and they're painful. I don't know what to do. I went to the plastic surgery doctor. Dr (B)(6). He sent me to have an MRI. After he saw the MRI, he sent me to see a doctor at (B)(6). I'm going to visit the new doctor on (B)(6) 2012. I can't afford the cost of the surgery and I wish to have my implants exchange for and other approved breast implants. Pip will pay/surgery? Tks. Reason for use: cosmetic. Expiration date for device 1 and 2: 10 years after implant date.